Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. So there are some sutures with very little amount of liquid inside, which is doubtful of the correct preservation of the suture and its sterility; also the little amount of liquid makes the catgut very rigid and makes its maneuverability difficult.

Manufacturer narrative:
Samples received: no samples are received for the investigation, attached image of the posterior packaging of the reported suture is attached. Preliminary analysis: stock review: of the reference and lot reported in the claim, we do not have units in stock. Quantity produced / imported: traceability is reviewed and it is verified that of this batch and product code, a total of (B)(4) units were manufactured. Background: proceed to review the database of claims and confirm that to date there is an incident report, related to this product code, lot number and cause. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product were verified. No deviations or alterations are identified during the process. Analysis of the samples: the received image corresponds to the reported lot; it was verified visually and it is evident that the outer packaging presents spots, caused by the leakage of the sterilizing solution; it may be that the defect reported has been caused by a fault during the manufacturing process. This defect has already been identified and the necessary corrective measures taken and to date no more reports have been submitted for this reason, which shows that the actions have been effective. Conclusions: the claim is determined as "confirmed", since the attached image shows that it does not meet the specifications for this type of suture. Actions: no action is required, the leak is a defect identified and addressed in CAPA (B)(4).